Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please provide procedure names and dates (B)(6) 2021. Please provide product codes for each device. Please provide lot numbers for each device qgmobp. How were procedures completed? 1. What tissue was being approximated or sutured when it broke? Subq. Please provide status of product return-waiting for kit to arrive to send the return. Note: events reported in 2210968-2021-06534, 2210968-2021-06535, 2210968-2021-06536, 2210968-2021-06538, 2210968-2021-06539, 2210968-2021-06540, 2210968-2021-06541, 2210968-2021-06542, 2210968-2021-06543, 2210968-2021-06544, 2210968-2021-06545, and 2210968-2021-06546. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 ug/m.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke. There were no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to FDA: 08/18/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number qgmdbp/ mcp493g38 and no non-conformances related to the reported complaint condition were identified.